Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the bile duct during a bile duct dilatation procedure performed on (B)(6) 2025. During the procedure, the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon had a tear in the top section. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The balloon tear problem found could have been interpreted by the customer as the reported event of a balloon burst. The tear found in the top section of the balloon is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the bile duct during a bile duct dilatation procedure performed on (B)(6) 2025. During the procedure, the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.